Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that high pacing impedances were noted on the right atrial channel associated with implantable cardioverter defibrillator (ICD). Technical services discussed a possible connection issue. At this time the system remains implanted. No adverse patient effects were reported.